Event description:
Description of event according to study: the patient has been treated with zta according to the clinical practice from (B)(6) 2019 until site initiation. Vascular condition(s) other than the treated aortic disease: abdominal aortic aneurysm, and aortic dissection type b. Primary indication for thoracic endovascular aortic repair: thoracic aortic dissection type b, hyperacute (< 24 hours). Intervention classification: emergent. If dissection complicated by malperfusion, indicate area(s) affected : gastrointestinal, renal / urologic, lower limb ischemia; chest pain. Asa class (based on the definitions below): 2 =a patient with mild systemic disease. Primary tear, type ib - distal. Unknown type endoleak(s) at the completion of procedure. No secondary intervention performed to treat the endoleak(s). No evidence of device issue(s) at the completion of procedure. 6 month follow up (151 days post-procedure) progression of dissection, retrograde type ib (distal) endoleak. Secondary intervention was performed to treat the endoleak(s).

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Summary of investigational findings: on (B)(6) 2019, a 76 year old male patient underwent emergency tevar to treat a hyperacute (<24 hours) thoracic aortic dissection type b complicated by malperfusion in the gastrointestinal, renal/urologic areas as well as the lower limbs. Tevar was performed by implantation of zta-p-42-225 (complaint device). The most proximal location of the dissection was in zone 3 (first 2 cm distal to left subclavian artery). The most distal dissected area was in zone 8 (renal to infrarenal abdominal aorta). The primary tear was reported to be in zone 5 (mid descending aorta to celiac), with reported secondary/re-entry tears in both zone 4 (end of zone 3 to mid-descending aorta) and zone 5. The intended proximal seal zone was in zone 3 and the distal seal zone was in zone 5. The length of the proximal seal zone was 15mm. The length of the distal seal zone was 10mm. The morphology of the proximal neck included circumferential thrombus and mild calcification. The morphology of the distal neck included partial thrombus and mild calcification. At completion of the procedure the thoracic false lumen was reported as partially thrombosed with the source indicated as primary tear and the entry flow type being type 1b - distal. The abdominal false lumen was reported as patent with the source indicated as primary tear and the entry flow type being type 1b - distal. An endoleak of unknown type was also reported. No secondary intervention was performed to treat the endoleak/entry flow. There was no evidence of device issue(s) at the completion of the procedure. (B)(4). At the 6-month follow up on (B)(6) 2020) retrograde progression of the dissection was reported and there was still evidence of type 1b distal entry flow. The source indicated as primary tear and the entry flow type being type 1b - distal. The abdominal false lumen was reported as patent with the source indicated as primary tear and the entry flow type being type 1b - distal. A type 1b distal endoleak was also reported. An adverse event of progression of study aneurysm distal to the study device was reported with the onset date set to the same date as the 6-month follow-up on (B)(6) 2020. The event was reported as related to the treated aortic disease as well as the study procedure. When asked how the study procedure caused or contributed to this event the answer was ¿stentgraft too short potentially¿. It was not considered a device deficiency. Secondary intervention was performed on (B)(6) 2020 by open surgical repair without explantation of the study device. The reason for the conversion to open repair was ¿dissection with aortic dilatation distal from tevar¿. The secondary intervention was considered successful and on all later follow-ups no signs of endoleaks/entry-flows has been reported and the thoracic false lumen has been reported as completely thrombosed and the abdominal false lumen as ¿not present¿. (B)(4). The IFU state that the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair. The indication for the procedure in this case was a dissection for which the safety and effectiveness of the device has not been evaluated. Furthermore the intended proximal and distal seal zones for the device were 15mm and 10mm respectively which is shorter than the 20mm that the IFU indicate as a pre-requisite for an anatomy being suitable. In this case both an unknown endoleak and false lumen entry flow is reported at the completion of procedure. Despite efforts to obtain clarification and additional information this was not provided. It is therefore assessed that the reported unknown endoleak is what allows for the false lumen entry flows and this is therefore handled as one complaint event. The report of the endoleak as 'unknown' is considered as a sign that leakage is evident at the time but that there is doubt where the leak is. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.